Event description:
Cause: non-union found on follow-up. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. Therefore no corrective action is indicated. No indication of product defect.